Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d4, h4: the serial number was unknown; therefore, the device manufacture date is unknown. D10: concomitant med products and therapy dates: cutter device, motor device, foot pedal device, (B)(6) 2024. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified craniotomy surgical procedure, it was discovered that the cutter device disconnected from the attachment device while being used together with the motor device. The reporter stated that a bar was connected to serve as a drilling cutter. The connection was possible, but when the foot pedal was stepped on and the bar was rotated for a short period of time, the bar fell off. Therefore, a new bar was changed, and it was possible to shave it down. After the surgery, it was observed that the bar could be connected but would disconnect upon rotation. A comparison was made between the hospital¿s own handpiece and the alternative. The alternative performed without issues, indicating a potential problem with the hospital¿s handpiece. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.